Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the cannula had a cut on it. This was found after cannulation, immediately before joining the arterial circuit to start the extracorporeal circulation. The involved cannula was not changed out and continued to be used in the procedure since the cut did not leak. The user reported there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.